Event description:
Healthcare professional reported noted after injection of an unspecified type of juvederm voluma in the "upper part of the nose" pt developed "lines with dark brown pigmentation along the alar wings of the nose" and "the area between the lines show wide pores with light secretion". Pt was prescribed cortisone and "some antibiotic (probably doxycycline)" by another healthcare professional.

Manufacturer narrative:
Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The event of skin discoloration and drainages are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.